Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was reproduced when the device alarms for downstream occlusion at a pressure below specifications. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specifications force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available.